Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed the top cover label and heater button were damaged. There were visual indications of dried fluid within the cassette compartment. There was no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as received) simulated treatment was performed and failed due to an encountered m31 alarm. The alarm was caused by clogged hp1 and hp2 filters. The clogged filters were replaced and the cycler completed treatment without issues. During an internal inspection of the returned cycler there were visual indications of dried fluid found underneath the pump assembly and within the hp1 and hp2 filters. There were no other visual discrepancies found during the internal inspection. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient encountering an m31 air detected in cassette. The patient discontinued treatment during drain 1 of 6 due to the large drain. It was reported that fluid was discovered after the cycler set cassette was removed. The film on the back of the cassette is not loose. A review of the patient¿s treatment records identified that the patient drained 5231 ml during drain 1 of the treatment. This drain volume is 228% the patient's prescribed fill volume. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the pdrn, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains. It was confirmed that the patient was unable to complete treatment. The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be returned to the manufacturer for physical evaluation.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient encountering an m31 air detected in cassette. The patient discontinued treatment during drain 1 of 6 due to the large drain. It was reported that fluid was discovered after the cycler set cassette was removed. The film on the back of the cassette is not loose. A review of the patient¿s treatment records identified that the patient drained 5231 ml during drain 1 of the treatment. This drain volume is 228% the patient's prescribed fill volume. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the pdrn, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains. It was confirmed that the patient was unable to complete treatment. The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.